Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened and a follow-up report will be submitted with the completed investigation. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technologist. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after procedure, angiogram was performed, and the stick was good. Angio-seal sheath was inserted. When the doctor looked at angio-seal device, he saw that the footplate was out more than it should be in the delivery system. He decided to discard the delivery system and open another. The new delivery system looked ok. He inserted the delivery system. He clicked the primary system then clicked the secondary system. When pulling back, the whole system came out and patient began to bleed. Therefore, they began to hold manual pressure. Angiograms were performed on the accessed contralateral side and the footplate was not found. The doctor looked at the system that he removed, and the footplate was still in the sheath portion. Hemostasis was obtained and no bad outcome noted. Procedure performed was a right lower extremity angio. Patient is stable and was discharged. There was not reported blood loss.